Event description:
In late 03/2004, the pt reportedly was prescribed antibiotics (prescription name not given) by a physician for treatment of otitis media and fever. The next day, headache and fever persisted and the pt reportedly was unable to hear sound while using the sound processor. The audiologist was contacted by the pt's family member. It was recommended that the family member seek immediate medical attention for the pt. The pt was taken to a hospital e.r. A lumbar puncture was performed and the pt was admitted into the hosp. The pt reportedly is responding well to treatment. The pt's c1 device remains implanted.